Manufacturer narrative:
Initial trend analysis for lot 58041 was conducted, no malfunctions were found. This is the only complaint for lot 58041. Further investigation will be conducted to determine the root cause of complaint.

Event description:
End user reports burrs on the pen needles.

Manufacturer narrative:
The root cause of the event is traced to the siliconization and diluent concentration during the production process and it is necessary to add diluent regularly. The current additive is 100ml per hour. There is an action plan set in place to change the addition of diluent to automatic to have controllable risks.

Event description:
End user reports burrs on the pen needles.